Event description:
The patient presented to the emergency room (ER) with signs of an anaphylactic allergic reaction allegedly caused by the zio monitor. The patient reported that their symptoms progressed over time, including swelling, rash, increased heart rate, tingling and tight lips, voice constraint, nausea, rash, and trouble swallowing. The device was removed. As part of post-care, the patient was prescribed prednisone (steroids) and was given over-the-counter antihistamines as well as an epi-pen. Irhythm followed up with the patient and offered a replacement device to continue the prescribed wear period, but the patient declined.

Manufacturer narrative:
A review of the complaint revealed that the patient wore the zio monitor for 4 of the 7-day prescribed wear period. The patient has no history of reaction to medical adhesive or sensitive skin. However, skin irritation is a known inherent risk of the device. The device manual warnings section read as follows: do not use the zio monitor on patients with known allergic reaction to adhesives or hydrogels or with family history of adhesive skin allergies. If allergic symptoms, severe skin irritation, or signs of skin infection develop, remove the device from the patient¿s chest and discontinue wear. Reaction to adhesives may include severe redness and itching, hives, and blisters. Contact your healthcare provider and customer care to report the reaction. This event is being reported per 21cfr803 as a serious injury. This report does not constitute an admission by rhythm that the product described in this report has any defects, or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting.